Manufacturer narrative:
Death was reported under medwatch report MFR# 2916596-2018-05900. Age of device: 4 years, 5 months, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient had a stroke on (B)(6) 2016. Patient expired on (B)(6) 2018. Additional information was requested but customer refused to provide any information regarding this event.

Manufacturer narrative:
This supplemental report is being submitted to make corrections to follow-up # 1. MFR medwatch covers the reported history of cerebral vascular accident (cva): report type is adverse event, outcomes attributed to adverse is life-threatening, type of reportable event is serious injury and (patient code): 1770. The death has already been reported under MFR medwatch # 2916596-2018-05900.

Manufacturer narrative:
Corrected information (patient age at time of event). Corrected information (approximate age of device- 2 years, 5 months, 16 days).

Manufacturer narrative:
(Expiration date), (patient code): additional information. Reportable event type corrected. Manufacturer's investigation conclusion: the lvad was not returned to the manufacturer for analysis. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Stroke is listed in the instruction for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information regarding the recommended anticoagulation therapy and inr range. No further information is available. The manufacturer is closing the file on this event.